Event description:
A lab technician alleged that after taking an impression, the patient felt tingling of the lips 4-6 hrs. Later in the evening and later woke up with blisters inside of the cheeks, tongue, and lips. Two days later, the blisters were apparently larger.